Manufacturer narrative:
Multiple unsuccessful attempts were made to gather additional information regarding the reason for the sapien xt valve explant approximately 2 years and 8 months post implant. The valve explant operation was not performed at the tavr facility. Patient medical records and procedure op notes (explant) were not available from the explant hospital for review. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With such limited information, the reason for the valve explant cannot be confirmed. It is possible that the patient factors and co-morbidities may have contributed to the valve explant. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
(B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by the edwards implant patient registry (ipr), a 29mm sapien xt valve was explanted 2 years and 8 months post implant. An edwards magna bioprosthesis aortic valve was implanted. The reason for the valve explant is not known at this time. No further clinical information is available at this time. The explanted valve was not returned to edwards for evaluation. The location of the valve is unknown at this time.